Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device interrogation, the pacemaker exhibited an error message "diagnostic data is invalid." Asides from the message, the device was tested appropriately during the check. The data was saved to the merlin hard drive and cleared. No other programming changes were made. The patient was stable.